Event description:
It was reported that the physician's programming tablet was not holding a charge. It was reported that the tablet had been plugged into an electrical outlet for multiple days prior to trying to power it on. It was reported that multiple electrical outlets were tried and also a different power cord was attempted; however, the tablet would not power on. The physician was provided a new programming tablet and the malfunctioning tablet was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the tablet was completed on 04/13/2015. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.